Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A peritoneal dialysis pt's caretaker reported the pt was hospitalized for peritonitis and that the pt's infection was due to improper technique and non-compliance. The caretaker stated the pt had been in the hospital for three days. The machine serial number in use could not be confirmed. Medical records have been requested.